Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, a cerebral infarction was observed. Per the physician, the cerebral infarction was related to the procedure. The patient was discharged from the hospital 26 days later. 1 month and 19 days following implant of the valve, the patient suddenly developed cardiopulmonary arrest at home and was transported to another hospital by ambulance. Subsequently, the patient died without return of spontaneous circulation (rosc). Per the physician, the valve and the valve implant procedure did not cause or contribute to the death.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {{d-evolutfx-34}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was confirmed via a neurological assessment and was an ischemic stroke. Paralysis was reported as a result of the stroke, which presented after returning to the room following the valve implant procedure.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, a cerebral infarction was observed. Per the physician, the cerebral infarction was related to the procedure. The patient was discharged from the hospital twenty-six days later.  One month and nineteen days following implant of the valve, the patient suddenly developed cardiopulmonary arrest at home and was transported to another hospital by ambulance. Subsequently, the patient died without return of spontaneous circulation (rosc). Per the physician, the valve and the valve implant procedure did not cause or contribute to the death. Additional information was received that the stroke was confirmed via a neurological assessment and was an ischemic stroke. Paralysis was reported as a result of the stroke, which presented after returning to the room following the valve implant procedure. Additional information was received indicating that the patient had microscopic blood clots in the aorta; however, the causal relationship between the blood cots and the ischemic stroke is unknown. It was also noted that it is unknown if the ischemia resolved.